Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported unexpected outcome with post operative refractive value is equal to or greater than one diopter in the left eye of a patient after lasik surgery. The patient was unable to drive at night. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During on site technical visit, field service engineer performed system verification and confirmed that device meets specifications as per service installation record. No root cause for the customers reported event could be determined, device met specifications. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.